Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia with predictive pump alerts indicating impending lows and the user treating with oral glucose, and the user noted prior history of severe hypoglycemia with loss of consciousness; troubleshooting and education were completed and additional training with the healthcare provider was advised. Symptoms included low blood glucose without reliable awareness. Outcomes included user-managed recovery with oral glucose and no hospitalization. Investigation included user interview and case review. Investigation of this case revealed no device malfunction was identified and the cause of the nocturnal hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.